Event description:
Philips received a complaint on the v60 ventilator indicating that the device began to alarm following being removed from the patient. The hospital staff stated that the device was working properly all day. When the device was removed from the patient so that medication could be administered to the patient, it started to alarm. The respiratory technician (rt) attempted to power off the device and reset the v60, but the issue persisted. The device was removed from the patient room and tagged for do not use. The patient was placed onto nasal oxygen with no issues reported. A philips representative visited the customer site and replaced the power management (pm) printed circuit board assembly (pcba). A full check of the v60 was completed and it was stated that it passed all testing and was then returned to service. No further information was provided in the medwatch report. The investigation is ongoing. Manufacturer response for v-60 bipap device #8, v-60 bipap device #8 (per site reporter). OEM (philips) representative [redacted] on site and installed power management board. Completed full check out of ventilator and all passed and returned to service. [Redacted] documentation contained within device work order [redacted] within the [redacted] medical equipment management database. What was the original intended procedure? Patient on bipap. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain additional information regarding the device's serial number, device diagnostic report (drpt) from the time of the event, and clarification on what alarm was produced. No response or further information was received from the customer. Philips is unable to confirm what alarm occurred, or if it was a clinical alarm intended to sound if the alarm threshold was met or if it was a diagnostic code alarm meant to indicate a potential issue with the device. As previously stated, the device was confirmed to have been returned to service following replacement of the pm pcba and a full check of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.